Event description:
It was reported that this lead exhibited t wave oversensing. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.